Manufacturer narrative:
(B)(4). Visual inspection found the tip of the hex driver to be fractured. The driver is scuffed such that scuffing rings are present around the shaft. Discoloration spots are present on the grip. The connector also exhibits scuffing. Additionally, the features of the fracture surface visually align with zrm in which a torsional overload fracture failure mode was identified. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the head driver broke while disengaging the proximal trial body from the cone. Because of the fracture, the trial cone body was lodged into the distal trial stem and are unable to be separated. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00248 and 0001825034-2023-00249. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.